Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had started beeping with a few hours left in the infusion. When the patient had come into the infusion center, the reservoir volume had not changed from when it had been dispensed, but the given amount had changed with what had been given. Visually, there had only been a few milliliters(mls) left in the bag. The patient had to stay at the infusion center to receive the rest of the infusion. Continuous infusion rate was 1.6ml/hr, total reservoir volume was 69ml, and given was 71.4ml. The air detector was off, upstream sensor was off, length of infusion was 46 hours, lock level was ll2, a closed system drug transfer device (cstd) was used to fill cassette. The pump was used to prime the extension tubing. The event occurred while in use with a patient at patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Updated d3. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.